Event description:
The following is based off a review of limited medical records provided to davol by the pt's attorney: on (B)(6) 2009 - pt underwent a two-part procedure with first-part being the implant of a davol flat mesh during the sacrocolpopexy following the hysterectomy and bilateral salpingo-oophorectomy. The second-part included implant of the non-davol mesh and an unspecified porcine dermis for repair of the rectocele and cystocele. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent based on a review of medical records. Based on the additional information provided the patient had md office visits (2009 & 2010) after the implant of the bard flat mesh with the md findings reporting the patient was well healed, with no abnormal findings and denied any issues. The attorney's legal claim alleges the patient experienced pain, difficulty with household duties and adhesions. In regards to adhesions, adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Updated fields.

Event description:
The following is based on a review of medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent a 2-part procedure which included abdominal supracervical hysterectomy with bso and sacrocolpopexy with placement of the bard flat mesh. The second part of this procedure included cystocele repair using a non-bard davol mesh, and a rectocele repair using an unspecified porcine dermis. On (B)(6) 2009 - the patient had an office exam and complaint of "foul odor" from vaginal discharge. The patient had a urine analysis performed which was negative for infection and was informed by the doctor that her vaginal discharge appeared normal and her incision was healing. Doctor noted normal exam findings. On (B)(6) 2010 - the patient had a follow up md visit. Per the exam notes, the patient was well healed and denied any issues. The attorney's legal claim alleges the patient experienced pain, difficulty with household duties, limited lifting and adhesions.